Event description:
The instrument was correctly fired, the staples were placed, the anvil was tilted, but the instrument could not be removed from the situs. A colostomy had shown that the tissue was not cut through. A post resection was completed with another instrument.